Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found the device was in used condition. During the functional testing, the customer reported issue was confirmed. The cause of the issue was the faulty latch lock sensor. The latch lock sensor was replaced.

Event description:
It was reported that the device had a cassette not attached error. There was no patient involvement and no patient harm/adverse event reported.